Event description:
Female consumer via phone stated that the shaft of the oral-b pro 760 toothbrush was sharp and the brush heads no longer stayed securely attached. No injury was reported.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.